Manufacturer narrative:
An event of complete heart block post procedure was reported. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the valve got fully re-sheathed one time due to the implant was too high. The valve was implanted at a depth of 7 mm from the non-coronary cusp and 10mm on the left coronary cusp (lcc). A permanent pacemaker was subsequently implanted. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported complete heart block could not be conclusively determined. It is possible that patient pre-existing conduction abnormalities and procedural condition contributed to the event; however, this cannot be confirmed. The reported surgical intervention was a result of case-specific circumstances as a dual chamber pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels were 283- 279s and heparin was given. A pre-implant balloon valvuloplasty done a 20mm non-abbott balloon. The valve got fully re-sheathed one time due to the implant was too high. The final implant depth was 7mm on the non-coronary cusp (ncc) and 10mm on the left coronary cusp (lcc). On (B)(6) 2025, the patient had a third-degree atrioventricular (av) block. On (B)(6) 2025, a dual chamber pacemaker was implanted. The heart block got resolved after the pacemaker implant.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.